Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as there was no indication or allegation of product malfunction. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis, high gradient, and degeneration observed in this case was most likely due to patient related factors and the progression of the patient¿s underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards implant patient registry received information a 25mm aortic valve was explanted after an implant duration of eight years, seven months, due to high gradient, severe aortic stenosis, and deterioration. The bioprosthetic valve was severely stenotic. There were no torn leaflets. The explanted device was replaced with another 25mm aortic valve. Per implantation data card the previous valve was not explanted due to deficiency in the original valve. Post procedure there was good function of the bioprosthetic valve, no evidence of valvular or perivalvular insufficiency. Patient came off cardiopulmonary bypass without difficulty on a dopamine drip. Patient was transferred to the intensive care unit in stable condition having tolerated the procedure well.